Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is being filed after the subsequent review of the following journal article: bell j., wollstein r., citron n. (1998). Rupture of flexor pollicis longus tendon. J bone joint surg [br]; volume 80-b: pages 225-6. UK. This report is for an unknown volar t buttress plate / unknown quantity / unknown lot. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: bell j., wollstein r., citron n. (1998). Rupture of flexor pollicis longus tendon. J bone joint surg [br]; volume 80-b: pages 225-6. UK. This article reported three complete ruptures and one partial rupture of the flexor pollicis longus tendon in association with the insertion of a volar plate for the treatment of fracture of the distal radius. After fall, the fracture of a healthy (B)(6) woman was treated with six-hole volar buttress plate. Six months later there was pain on active flexion of the interphalangeal joint of the thumb, although the fpl tendon was clinically intact. One month later the wound was reexplored with the intention of removing the volar plate. The fpl tendon was displaced anteriorly and 'tented' over the prominent distal edge of the plate ; 20% of its fibres had ruptured. Three months after removal of the plate the patient was symptom-free with normal function of the thumb. This is report 4 of 4 for (B)(4). This report is for unknown volar t buttress plate.